Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d8, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/07/2026. An investigation was conducted on 04/07/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was not confirmed. Reported serial # (B)(6) a lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope visualization shakes when using scope. Light cords, camera head changed out and problem continued until a different scope was used. There was a delay just for troubleshooting and grabbing a new scope. There was no patient harm.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.